Manufacturer narrative:
The insulin pump was received with normal operating currents and no unexpected battery out limit alarm or battery low alarm during testing. The device had intermittent button response and button error alarm due to corroded keypad traces. The device had a cracked case at the display window corner, cracked reservoir tube lip, minor scratches on the lcd window and cracked battery tube threads. (B)(4).

Event description:
Customer reported via phone call that the insulin pump had keypad anomaly. Customer stated that they received a battery out limit alarm and cannot clear it because of the keypad anomaly. Customer replaced device with a new battery and the buttons still do not work. Troubleshooting for keypad anomaly was performed and customer stated that the keys are unresponsive. Customer could not recall any significant events leading to the keypad anomaly. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.